Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial#(B)(6), implanted: (B)(6) 2019. Product type lead product ID 977a260. Serial# (B)(6), implanted: (B)(6) 2019. Product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2021-jul-06, information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a lack of relief and was unable to get desired setting on controller. The patient denied any falls or car crashes. An impedance check showed 8-15 lead all out of range, as well as electrode 6 and 7. The rep reprogrammed around out of range electrodes. The issue was reported as not resolved at the time of the report. It was asked but unknown whether surgical intervention was planned. On 2021-jul-08, additional information was received from a manufacturer representative (rep). It was reported that the reprogramming resolved the settings not available screen. The patient was feeling stimulation in the right location of his pain after reprogramming. The reported information has been confirmed with the physician/account. On 2024-03-13, additional information was received from the manufacturer representative (rep) clarifying that the out of range impedances were high impedances. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.